Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens not implanted. If explanted; give date: n/a (not applicable). Lens not implanted. (B)(4). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the tecnis zcb00 20.5 diopter intraocular lens (iol) haptic was broken once it was injected in the patient¿s eye. The surgeon removed the iol by enlarging the incision and using a suture to close the incision once the new lens was implanted. Vitrectomy was not necessary, no other complications noted. The broken haptic was discarded by the surgeon. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Corrected data: in the initial MDR, patient code (B)(4) was inadvertently populated in error. Device available for evaluation, returned to manufacturer on 9/27/2018. Device evaluation: the returned zcb00 lens was received inside the lens case in the packaging box. The lens was observed under microscope and it was observed with the one detached haptic, the other haptic was observed positioned. The complaint was verified in the returned sample; however, due the condition of the lens received it could be related to the handling process. No product quality deficiency was identified. Manufacturing records review: the manufacturing record was reviewed and the devices were manufactured within specifications and released according to specifications. Historical data analysis: a search of complaints revealed that no other complaints has been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.